Event description:
The pt was implanted with a monarc sling system. It was reported the pt experienced mental and physical pain and suffering, infection or inflammation, tissue abrasion, and permanent bodily injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.